Event description:
It was reported that the trigger of the system 7 sternum saw was locked in the run position causing the blade to move without holding the trigger, during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported events, trigger sticks and run-on, were not confirmed in this case. During the inspection the service tech, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all performance specifications. There was no failure found with the handpiece.

Event description:
It was reported that the trigger of the system 7 sternum saw was locked in the run position causing the blade to move without holding the trigger, during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.